Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter:-11.50/+4.50/x090. Evaluation method: work order search. Evaluation result: a lens work order search was performed and no similar complaints were found within the work order. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -11.5/-4.50/x090 diopter, in the patient's left eye (os) on (B)(6) 2015. Excessive vaulting and elevated intraocular pressure was noted and the lens was explanted on (B)(6) 2015 the lens was exchanged for a shorter lens and the problem was resolved. See MFR. #2023826-2016-00046 for right eye.